Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional with a description of problem with lens unfolding. Additional information has been received that surgery was completed by using backup lens. There was no patient harm.